Manufacturer narrative:
Analysis of programming history.

Event description:
It was discovered during further searches that the generator is a demo device, and therefore a not for human use and not for implant unit. No documentation has been provided from the site suggesting that the device had ever been implanted. Additional info was received from nurse indicating that she did not know what this generator has been used for.

Event description:
On (B)(6) 2012 during review of the vns patient's programming history it was discovered that on (B)(6), 2007 a faulted system diagnostics test occurred that changed the patient's settings. The parameters were corrected prior to the patient leaving the clinical visit. No adverse events were reported due to this programming anomaly.